Event description:
While removing the pt from the omega iii angio table, the operator accidentally pulled the table pad into the smart box gantry acuator. This caused the c-arc to rotate counter clockwise towads the pt on the stretcher. The image intensifier housing contacted the pt's head. Minor bruising was rpeorted. The pt received CT acans to the face and head to confirm no additional injuries. A serious injury was not reported.